Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
A 67 year old female with acute myocardial infarction (ami) and cardiogenic shock (cgs) presented for impella support. The user facility reported bleeding was noted from the anastomoses, but not attributed to the impella device. The patient was provided a number of blood products and was stable.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the access site bleeding issue was not determined since the product was not returned. The failure mode will be monitored and trended.